Event description:
The complaint states: luer hub of distal extension line detached after catheter in use for 10 days.

Manufacturer narrative:
(B)(4). The customer returned a three-lumen cvc and syringe for analysis. The customer also returned an image of the cvc and syringe. Visual examination of the returned catheter revealed that the distal extension line was separated at the luer hub. Signs-of-use in the form of biological material was observed on the juncture hub. The catheter body had also been severed past the 10cm mark. The separated portion was not returned by the customer. Microscopic examination revealed that the point of separation on the distal extension line was rough and jagged, indicating excessive force caused the breakage. A manual tug test confirmed the two remaining extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings to suggest a manufacturing issue. (Continued) other remarks: the customer report of a separated luer hub was confirmed by complaint investigation. Visual inspection of the returned catheter revealed that the distal extension line was separated at the luer hub. Microscopic examination revealed that the point of separation was rough and jagged indicating excessive force caused the breakage. The extension line passed all relevant dimensional and additional testing, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Corrective action is not required as unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states: luer hub of distal extension line detached after catheter in use for 10 days.